Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module for one patient. The initial result was 160 mmol/l, and the repeat result was 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) inspected the device and determined that the suction hose on the rinse unit was damaged and replaced it. The ceramic bath was cleaned, and calibration and qc were performed. Test runs were conducted and the proper functioning of the device was confirmed. The investigation determined that the root cause was a damaged tube in the rinse unit, and the service action resolved the issue.